Event description:
It was reported that a user installed a dexcom g7 sensor that failed to pair, and support provided troubleshooting and education, including switching device settings from g6 to g7 and reentering the four-digit pairing code, with guidance that pairing could take up to 30 minutes and to call back if unsuccessful. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that the pairing issue was addressed through configuration changes and reentry of the pairing code. It was concluded that the event involved a pairing failure that was managed with standard troubleshooting, with no injury reported.